Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) and similar complaint review was not performed because this incident was based on an article review and no lot/part information was provided. Based on all available information, a cause for the reported single leaflet device attachment (slda) resulting in tissue damage could not be determined. However, reported patient effects of tissue damage, is listed in the instructions for use, is a known possible complication associated with mitraclip procedure. Additionally, the reported surgical intervention and hospitalization was result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Dates of event and implant: dates estimated. The UDI number is not known as the part and lot number were not provided. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional mitraclip device referenced is filed under a separate medwatch report number.

Event description:
This is filed to report tissue damage, single leaflet device attachment/slda, surgical intervention, and prolonged hospitalization it was reported in an article review that this was a mitraclip procedure to treat functional mitral regurgitation with a grade of 4. It was noted ischemic cardiomyopathy and severely compromised left-ventricular function after suffering recurrent episodes of acute heart failure. Two clips were deployed, and mr is 4. Due to mr was not reduced, the patient was sent to surgery for mitral valve repair (mvr). However, transesophageal echocardiogram (tee) showed tissue damage on the anterior leaflet. Both clips were detached from the anterior leaflet but remained attached to the posterior leaflet (single leaflet device attachment/slda). The slda caused a large cleft in the a2/p3segment; and therefore, it was not possible to perform mvr surgery and the patient was remained hospitalized and was transferred to mitral valve replacement surgery. Three days post-surgery, persistent total atrioventricular conduction block necessitated pacemaker implantation. The patient was discharged on day 10 with adequate prosthesis function. The patient remains in good condition 8 months post-surgery. No additional information was provided.